Manufacturer narrative:
Product analysis: the stated reason for return of "broken cable bay latches and missing keyboard" was confirmed and it was additionally noted that the stylus was bent and no longer worked, the electrocardiogram connector was loose, the media bay door missing, the pins of the card reader were broken, the cooling fan was noisy and there were errors in the log files. The device was cleaned, all defective and missing parts were replaced and all other identified issues resolved, new software was installed, the stylus was calibrated and the programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power cord bay latches were broken and the keyboard was missing. It was requested that the programmer receive routine maintenance testing. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.